Event description:
Distractor fixation plate broke during the distraction period. The device was removed from patient and discarded. The doctor suspected that the plate was over-bent prior to implantation.

Manufacturer narrative:
Product was discarded by the user.